Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws on the device became stuck on the cystic duct. The surgeon forced the triggers apart and the jaws opened. There was no tissue damage. Another device was used to complete the procedure. No adverse consequences reported.

Event description:
Head of theatre at the customer, reports via our sales rep, that screw was not in the package. Although the package was labeled as a kit, only the nail was in.

Manufacturer narrative:
(B)(4). (B)(4). Anti-backup failure, orange indicator over traveled the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional two unformed clips were fed. The remaining clips were conforming according to manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open.the device locked out as intended but the orange indicator was visible at 10th firing sequence thus, it over traveled. These finding are not related to the reported opening issues. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.